Event description:
It was reported that the patient had to charge the ipg more often and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.